Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the loss of therapeutic effect for implantable neurostimulator. Patient also reported the return of incontinence, a little fecal incontinence and pain. Radiation therapy could be the reason of these all symptoms. Patient had been sick for a while and coughs a lot. Patient did have hip replacement 1.5 years ago and recently developed bursitis on that same side and that was where she felt the pain. Patient had a big fall last year and cut her head open and she could not remember if she had any falls this year, if so they weren't anything big. Reviewed information regarding stress incontinence and suggested patient consider contacting health care professional (hcp) for pain in hip. Patient had not made any adjustments using patient programmer as they were afraid to use it. Patient reported the pain at left side, near left hip and up waist on left side. Patient consider this change in therapeutic effect as gradual. Patient called back with their patient programmer and antenna, they asked how to use the patient programmer to check implant. Patient felt the stimulation sometimes in the left leg for the last month. The manufacturing representative assisted patient with usage details of patient programmer. Patient programmer was on 1.9v and patient increased it to 2.2v. Patient felt the stimulation in the bicycle seat area. Patient did not want to consult with hcp. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the pain and bathroom issue had no completely resolved. The patient stated the steps taken to try and resolve the pain and bathroom issues were they changed the setting, but they were still having bladder problems sometimes. Additional information from the patient reported they have interstim for bladder and bowel. The patient stated she had severe pain in the abdomen and her lower back. The patient noted it was all over from her breast down. The patient stated she gets bloated and looked like she was 10 months pregnant. The patient stated that it was 4 days since they had a bowel movement. The patient stated she had fluttering in her legs at times. The patient stated the pain in the abdomen had been going on for a long time, but got much worse starting thursday night. The patient stated she did increase a couple of weeks prior to the call because she was not making it the bathroom. The patient noted feeling uncomfortable stimulation. The patient stated she went to the healthcare professional (hcp) for her digestive health that did several tests that said she was fine. The patient test she had a breath test, every 20 minutes she breathed into a tube. The patient stated she took the test to see if she had celiac and she did not and had a test run for an infection and she did not have a urinary tract infection. Troubleshooting was not possible as the patient programmer did not have batteries. The patient reported pain the abdomen, pain in the lower back, pain from the breast down, bloating, no bowel movement, fluttering in her legs, and not making it to the bathroom in time (urinary). The patient stated that on (B)(6) the symptoms had been going on a long time, but got worse on that night. It was noted the patient had diverticulitis and irritable bowel. Additional information from the patient reported on (B)(6) she got batteries from patient programmer and she turned off the stimulation. The patient noted she does not have pain after they turned the stimulation off. The patient stated the pain had not gone away completely, but stated they still have pain, but they are not feeling the uncomfortable stimulation and does not have the pain on the left side that she was having. The patient noted she had not felt good. Additional information from the patient reported on (B)(6) reported they had turned it off and were planning on turning it on the day of the call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the patent had been diagnosed with urinary incontinence. The hcp stated the pain and bloating had not been reported in the office. The hcp noted the worsening pain in the abdomen, bloating, and constipation had not been reported at that point of care. The hcp went on to say the last follow up with the patient the symptoms were well controlled.

Event description:
Additional information from the patient reported the pain and incontinence had not really been resolved. The patient stated they were not having back pain at (eligible). The patient noted they had tingling again in the upper legs. The patient stated to try and resolve the pain and incontinence they stopped the device and then turned on a week later. The patient stated the pain stopped after turning off also the tingling in their legs also stopped when the device was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.